Event description:
Additional information: I was not at the case. What the rep from (B)(4) told me was it was the chief of neurosurgery, dr (B)(6), whom has had 20yrs plus experience w r perforator. That it did not disengage & he did plunge. He did not know if their was permanent damage to the patient caused by this? Emory nurse, debbie miller did not give me any information. She just gave me the perforator.

Manufacturer narrative:
Supplier evaluation revealed the following: the customers¿ complaint "did not disengage plunge" was not verified. The perforator passed the manual operation and disengagement test, and when tested it met acceptable requirements; proper engagement and disengagement was achieved with every drilled hole. There have been no previous customers¿ complaints on perforators of this lot mf004s. The device history records for this perforator were reviewed. All assembly process tests and inspection; including a 100% functional test, met specification requirements. The device history records for this perforator were reviewed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
It was reported: here is a recap of what is happening for the incident that happened on (B)(6) with the anspach xmax drill system and codman perforator. You have the following items in your possession: foot pedal (auto lube iii) with serial# (B)(4), speed reducer (drives the perforator) with serial # (B)(4), xmax (actual motor) (B)(4), 26-1221 - codman perforator lot mf004s (B)(6). Additional information: per a phone conversation with the rep she explained that there was no adverse patient consequences. Rep is starting vacation on 3/28. The complaint department offered to work with the customer in obtaining the device. Rep will propose that. If the device is not ready to be sent back rep will pick it up in a week, after her return from vacation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.